Event description:
Pt was placed on a jackson spine table (5803). The nurse and physician were very careful to ensure that the medial portion of the jackson table was adequately secured to the jackson table itself using the pins, and the end of the pins/rods were turned such that they would lock in place. Appropriate padding was used and the pt was carefully log rolled into the prone position on the jackson table. The pt was being prepped for his procedure. Prior to fluoroscopy being brought into the field for localization, the cephalad portion of the jackson table collapsed. Diagnosis or reason for use: used for spine surgery. (B)(6).